Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted faulty keypad based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the device history record showed the device had a manufacture date of 10 oct 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. Correction: e2, g2

Event description:
It was reported that the device had error code 110.6021. No patient involvement.

Event description:
It was reported that the device had error code 110.6021. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The device has been received and an evaluation is pending.

Event description:
It was reported that the device had error code 110.6021. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 110.6021 - replaced keypad. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the complaint history record in trackwise and sap was performed for the (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had error code 110.6021. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 110.6021 - replaced keypad based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the device history record showed the device had a manufacture date of (B)(6)2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had error code 110.6021. No patient involvement.